Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) would work for a day and then stop working. The patient had met with the manufacturer's representative (rep) 4-6 times to reset the ins. It was noted the patient was not able to describe what was not working or what the rep did to reset the device, except that he thought she reprogrammed something. The patient thought he needed a new device. However, the patient also said that he did not think he needed a new ins because when he held the implantable neurostimulator recharger (insr) against the ins the stimulation was on. That did not happen with the patient programmer. During the call, the patient noted he needed to recharge the ins. The patient was to follow-up with the healthcare provider (hcp), the patient could charge and call back to troubleshoot the patient programmer, or the patient could meet the hcp or rep to troubleshoot. Workman's compensation issues were reviewed. There were no symptoms reported. Relevant medical history included spinal pain. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.